Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, two resolute onyx drug-eluting stents were implanted in the lad and cx. During procedure, a dissection occurred and a third stent was implanted in the 1st diagonal to treat dissection. Sponsor assessed event is possibly related to the resolute onyx device and not related to the antiplatelet.